Event description:
It was reported that the video system center scope detection did not work and had no image. It is unknown when the reported issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it was presumed that the malfunctions occurred due to failure of the patient board set. A review of the device history record found no deviations that could have